Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus ic2 indicating the device is not able to connect to wifi, receive wifi error "vcfdbu5s". There was no patient involvement, and no impact has been alleged.